Manufacturer narrative:
This event occurred between july 23, 2022 to july 25, 2022. Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) one-link non-dehp standard bore catheter extension sets were leaking. This issue was further described as, ¿leaking from the u¿. The leak was observed while priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to b3: this event occurred between june 23, 2022 to june 25, 2022 (previously submitted as july 23, 2022 to july 25, 2022. H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.